Event description:
A customer reported that a mobile app crashed while they were attempting to deliver a bolus. The customer's blood glucose level was not adversely impacted as it remained within the normal range. After the issue, the customer successfully re-launched the app without needing further assistance.